Manufacturer narrative:
The lot 20b013 was manufactured between february 5-6, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the flow rates were found to be within the product specification. Based on the evaluation finding, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. During patient infusion at the hospital, it was observed that flow through the device had stopped after an unspecified time after starting therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.